Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02851. It was reported that shaft break occurred. The target lesions were located in the trunk of the left coronary and restenosis of a previously implanted stent in the circumflex artery. A 15/3.50 flextome¿ cutting balloon¿ and 1.50mm x 12mm emerge¿ push were used for pre-dilatation. However, after dilation of the recanalized segment, it was evident that both devices broke during their first inflation. The procedure was completed with another flextome¿ cutting balloon¿ and emerge¿ push. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast in the inflation lumen and balloon. The distal tip was damaged. Microscopic examination presented no damage or irregularities to the shaft. The balloon was loosely folded. Microscopic examination presented no damage to the balloon or irregularities to the balloon. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-02851. It was reported that shaft break occurred. The target lesions were located in the trunk of the left coronary and restenosis of a previously implanted stent in the circumflex artery. A 15/3.50 flextome cutting balloon and 1.50mm x 12mm emerge push were used for pre-dilatation. However, after dilation of the recanalized segment, it was evident that both devices broke during their first inflation. The procedure was completed with another flextome cutting balloon and emerge push. No patient complications were reported and the patient's status was stable.